Manufacturer narrative:
H.6. Investigation: 137 sealed packaged 3ml safety-lok syringes were received, confirmed to be from batch #8340869 (p/n 309606). Each syringe was individually evaluated. No damage or molding defects were observed in any of the 137 returned syringes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for leakage/pulling in air is not associated with manufacturing process but is possibly associated with end user¿s connecting product to the needle/other mating device. The reported defect was not identified in the samples received.

Event description:
It was reported that during use of the bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip there is leakage of medication the medication squirts out all over the place.

Manufacturer narrative:
Describe event or problem: it was reported that during use of the bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip there is leakage of medication the medication squirts out all over the place.

Event description:
It was reported that during use of the bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip there is leakage of medication the medication squirts out all over the place. Verbatim: rep from mckesson reported that at a user facility they report that the last 3 boxes of 309606 have been pulling in air which makes it difficult to draw up medication then the medication squirts out all over the place. Issue has been going on a while.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip the syringes have been pulling in air and then the medication squirts out all over the place. Verbatim: rep from (B)(6) reported that at a user facility they report that the last 3 boxes of 309606 have been pulling in air which makes it difficult to draw up medication then the medication squirts out all over the place. Issue has been going on a while.